Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated the atrial pacing capture threshold was rising. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decrease in sensing and impedance. It was also reported that the ra lead exhibited an increase in thresholds and high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.